Event description:
It was reported that a bd intima ii IV catheter was leaking near the clamp on the tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8079098, and no related abnormalities were found. This lot of intima ii was manufactured on april 2018; this is the only instance of defective tubing occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Photos of the affected device were submitted for evaluation, bd engineers noted that damaged tubing had a wound spanning approximately half of the circumference of the tubing. Bd engineers speculate that given the appearance of the tubing damage, the most likely root cause for this event is the application of the pinch clamp. Without the affected device being returned they were unable to the determine if this event was due to abnormalities in the pinch clamp¿s surface, the integrity of the tubing wall, or excessive force being used during the application of the pinch clamp.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima ii¿ IV catheter was leaking near the clamp on the tubing. There was no report of exposure, serious injury or medical intervention.